Event description:
The doctor applied the fixator in 01/2002. The patient presented at follow-up 7 days later with pain. The doctor viewed the fracture site and found that loss of reduction had occurred and that the fixator was loose. On the following day, the patient was brought into the operating room and the doctor replaced the fixator with another model device.